Manufacturer narrative:
Investigation summary: bd received a sample and a photo for investigation. The photo was reviewed and the indicated failure mode for 'foreign matter (fm)' with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to 'fm' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle device experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: fm on msn. "The mass looks like lubricant or silicon."

Manufacturer narrative:
H6: investigation summary: bd received a sample and a photo for investigation. The photo was reviewed and the indicated failure mode for 'foreign matter (fm)' with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to 'fm' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle device experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: fm on msn. "The mass looks like lubricant or silicon."